Event description:
It was reported that this right ventricular (rv) lead had dislodged repeatedly during initial implant. As a result, the physician used a different rv lead that was successfully implanted. No additional adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.